Event description:
It was reported that the patient was not pacemaker dependent. It was noted that the atrial lead was not capturing. Dislodgement was confirmed. A procedure to replace the atrial lead was conducted. Attempts were made to implant replacement leads but these failed due to the patient's anatomy. The atrial lead was capped and the port was plugged. There were no patient consequences.